Event description:
It was reported the patient received the following results within 15 minutes: 27 mmol/l (instant system) and 7 mmol/l (unknown accu-chek system).

Manufacturer narrative:
Reference (B)(4) for the instant system. The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.